Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010 for low back and hip pain. It was reported that the pt's stimulation coverage was inadequate. X-rays were taken; however, no visible anomalies were confirmed. In an effort to resolve this matter, surgical intervention was undertaken on (B)(6) 2011 to reposition the pt's lead. Follow-up on the pt found that he is now receiving effective stimulation following the revision procedure. No product was explanted, and none will be returned to the manufacturer for analysis.